Event description:
It was reported that a motor movement error was detected in the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. Customer acknowledged the instructions to contact support if the malfunction code appears again and continued using the pump.